Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - unit functions within all specifications. Could not verify any malfunction. Recommend return to customer. Console serial number (B)(4) was upgraded per CAPA (B)(4)on (B)(4) 2013. The DHR for console serial number (B)(4) was reviewed and showed that the console met manufacturing specifications before released and there were no issues related to the complaint.

Event description:
Attempted to use several microtips with this console and all have the "check handpiece" error message.